Event description:
When prepping the contralateral iliac leg graft the device prematurely deployed. The duplicate leg graft of that size, planned for use in the ipsilateral limb, was placed in the contralateral limb as a result. A longer iliac leg graft than planned was placed in the ipsilateral limb. As a result of the available device length being longer than needed, with the desire to retain patency of the hypogastric artery, the leg graft was placed high up inside the ipsilateral limb. The device was noted to be 1 to 1 1/2 stents above the bifurcation of the main body graft. An iliac leg extension was placed high up inside the contralateral limb in order to ensure the patency of the contralateral leg. Placement of the iliac leg extension prevented occlusion of the contralateral side. Final angiogram revealed good flow through both limbs.